Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The 4th proximal stent segment was raised, deformed and pulled distally. A number of other segments were slightly raised and misaligned. (B)(4). Evaluation, results: (moderate calcification. 85% stenosis), (stent damage, failure to deliver the stent). Conclusions: (moderate calcification. 85% stenosis).

Event description:
The physician intended to implant a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the rca with moderate calcification and 85% stenosis. The target lesion was pre-dilated twice up to 12 atm's. The stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged on removal. Patient status post procedure was stable and no clinical sequelae were reported.